Manufacturer narrative:
The estradiol reagent expiration date was not provided. The cobas e411 rack system serial number was (B)(6). Calibration and qc were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys estradiol iii assay on a cobas e411 immunoassay analyzer (rack system). The initial result was 560 ng/l. The physician questioned the initial result as it did not match the patient's clinical picture. The sample was then repeated on (B)(6) 2025, and the repeat result was 86.94 ng/l. The repeat result was accepted by the physician.

Manufacturer narrative:
A general reagent or analyzer problem can be excluded as the qc was within ranges and no further issues were reported. The investigation did not identify a product problem. The cause of the event could not be determined.